Manufacturer narrative:
Investigation: per the customer, the patient did not require re-mobilization or re-collection. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer reported that the culture was positive for (B)(6). Per literature review, (B)(6) is a bacteria typically found on different parts of the skin and mucous membranes. Per internal documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. Root cause: based on customer statements that multiple machines were used and there were also some procedures where the product was negative but the set sample was positive or vise versa, the source of the bacterial contamination is not from the procedure or disposable. Additionally, the sterility assurance system employed at terumo bct ensures the device is not the source of contamination. Sources of bacterial contamination include but are not limited to patient connection to the disposable set (ex; contaminated catheter) and/or post-processing laboratory practices such as qc sampling or handling techniques.

Manufacturer narrative:
Additional investigation: per terumo bct's medical review, the device did not cause or contribute to this incident. Citation:becker, karsten, christine heilmann, and georg peters. "Coagulase-negative staphylococci." Clinicalmicrobiology reviews. American society for microbiology, oct. 2014. Web. 12 dec. 2016.

Manufacturer narrative:
Per the customer, a pre-collection blood culture was not performed on the patient and it is possible that the patient was (B)(6) for staphylococcus prior to the collection due to the testing process in the lab. The lab at the customer's site is performing an internal investigation. Per the customer, the micro samples were collected from the port on the return line. It is not known at this time if the collected products were used. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that an autologous continuous mononuclear cell patient was collected for three days. The first two days of collection had normal microbiology results. The third day collection was done on a different machine from the first two days and the sample from the machine came back (B)(6) for staphylococcus. The sample drawn from the product came back normal for this procedure. Per the customer, the patient was not on antibiotics at the time of collection and there were different people each day collecting the samples and performing the procedures. The patient is reported to be in stable condition. The customer declined to provide patient identifier, age, and weight. The optia collection set is not available for return because it was discarded by the customer.